Event description:
It was reported that when inserting the peek device into the disc space the device fractured. The device was removed and another was used. There were no patient complications.

Manufacturer narrative:
Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Optical examination of inserter interface posterior nose identified multiple cracks emanating from the inserter interface features approximately at midline of the implant, consistent with excessive force. Microscopic examination of the fracture surfaces reveals brittle primary and secondary cracks and fractures in multiple locations with no indication of fatigue. The location and nature of the fractures, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure. A review of the device history records found no documentation to indicate a non-conformance to specification.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer. Product analysis is in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.